Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to extrusion of the internal device subsequent to sustaining a head trauma. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed june 20, 2015.